Manufacturer narrative:
The fse determined the wbc diluent dispenser was dead on arrival and replaced the part. (B)(4).

Event description:
While on site, the customer reported to a beckman coulter (bec) field service engineer (fse) that there were large bubbles in the white blood cell (wbc) diluent dispenser of a coulter lh 750 hematology analyzer. There were no erroneous results generated and patient treatment was not impacted in connection with this event.